Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the detached and damaged stent was received for analysis trapped on the other promus element plus, mr, ous 2.50x20mm device. The stent was severely stretched and damaged. The delivery device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that stent malposition occurred and the stent was explanted. The 99% stenosed target lesion was located in the severely tortuous and severely calcified proximal end of left anterior descending artery (lad). After predilation using an unspecified balloon catheter, the 2.50mm x 24mm promus element¿ plus stent was advanced and deployed in the target lesion; however, it was noted that the stent was malpositioned in the lesion. Then a 2.50mm x 20mm promus element¿ plus stent was advanced through the mid lad but failed to cross the lesion due to severe calcification and stenosis. When the physician attempted to remove the second stent, it came into contact with the implanted 2.50mm x 24mm promus element¿ plus stent and when the 2.50mm x 20mm stent was removed, the implanted 2.50x24mm stent was explanted. The procedure was not completed due to this event. No patient complications were reported and the patient¿s status is good.

Event description:
It was reported that stent malposition occurred and the stent was explanted. The 99% stenosed target lesion was located in the severely tortuous and severely calcified proximal end of left anterior descending artery (lad). After predilation using an unspecified balloon catheter, the 2.50mm x 24mm promus element plus stent was advanced and deployed in the target lesion; however, it was noted that the stent was malpositioned in the lesion. Then a 2.50mm x 20mm promus element plus stent was advanced through the mid lad but failed to cross the lesion due to severe calcification and stenosis. When the physician attempted to remove the second stent, it came into contact with the implanted 2.50mm x 24mm promus element plus stent and when the 2.50mm x 20mm stent was removed, the implanted 2.50x24mm stent was explanted. The procedure was not completed due to this event. No patient complications were reported and the patient¿s status is good.